Event description:
It was reported that the patient was seen in clinic and a low impedance message seen when the physician was checking the patient's device. Further information was received that the impedance was read low but the impedance value indicated 2556 ohms. The sales representative noted that under the message it noted "low and possible defective generator". Clinic notes were also received from stating that the patient was doing well until recently and has been having frequent seizures and according to the mother, the magnet has not been responding. It was reported that high impedance was seen when checked when diagnostics were run; however, this was likely a typo as low impedance was reported. It was stated the impedance was high and the generator did not respond to the magnet. After review of the programming data, it was found that generator diagnostics were performed; therefore the low impedance would be expected since the test expects to see about 4000 ohms with a test resistor when this is performed in the operation room. Review of the available programming history did not reveal any anomalies that indicated device malfunction. No additional relevant information has been received to date.

Event description:
Information was received that the patient is fine and per the physician the increase in seizures are not related to the vns. No additional relevant information has been received to date.